Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant attempt, the physician had difficulty getting the helix to retract as well as extend. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.